Manufacturer narrative:
A device history record was conducted, and all manufacturing operations were found to be within specification. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
(Drug/diluent: ropivacaine 0.2%) (procedure: total knee replacement) (cathplace: femoral nerve catheter). Pump had bolus button stuck in down position. Also, it did not appear that the pump was infusing because patient was getting no pain relief and the ball was full. No adverse event occurred. Date of event: (B)(6) 2011.